Event description:
It was reported that insulin gauge displayed amount different than expected, with fill estimate showing 185 units while cartridge contained 100 units. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised use of in app cartridge load resource for guidance and recommended calling back for troubleshooting if problem occurred again, with caller acknowledging instructions.